Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in or for an av nodal ablation; post-op, while the patient was still on the table, several oversensed events were observed. Review of the episodes showed myopotential. The device was reprogrammed, and it resolved the oversensing issue.